Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, samples of a variant model in current production were used for testing. Samples (200) were taken from current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. The device sample is needed for a proper and thorough investigation. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "in the first hospital of changed, the steel wire was found deformed and the tube could not recover after being flatten, which had impact on the ventilating during usage." (Continued) no patient harm or required intervention was reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex, 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the coils are damaged and the tube is kinked at multiple locations on the device. Visual examination into the tube revealed that the inner wall of the extrusion has separated from the outer wall as a result of the damage to the inner coils. This damage to the inner wall was present between the 16-22cm markings. The returned sample appears used as there is biological material present on the device. The IFU for this product states, "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "wire deformed" was confirmed based upon the sample received. The returned et tube was confirmed to be kinked and have a damaged wire at multiple spots throughout the length of the et tube. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Therefore, based on the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "in the first hospital of changde, the steel wire was found deformed and the tube could not recover after being flatten, which had impact on the ventilating during usage." (Continued) no patient harm or required intervention was reported. Patient condition reported as fine.